Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. After the call, the battery sn (B)(4) was tested with the same platform (sn unknown) several days after the event and the platform was able to perform the compressions for 15 minutes without any issues until the platform was intentionally stopped. The reported battery issue could not be duplicated. Per the reporter, the platform (sn unknown) functioned as intended.

Event description:
The autopulse platform (sn unknown) was used to treat a patient in cardiac arrest. After performing compressions for 35 minutes, the first autopulse battery was replaced. The platform was powered off to replace the battery and manual CPR was performed during the battery replacement. The second battery (sn (B)(4)) lasted for a few minutes. The platform displayed the "low battery alarm" and then depleted completely. The user tried to reinsert the battery, but the issue persist. The crew immediately revert to manual CPR. No consequences or impact to the patient. Please see the following related MFR report: MFR #3010617000-2022-00148 for the autopulse li-ion battery.

Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. After the call, the battery sn (B)(4) was tested with the same platform (sn unknown) several days after the event and the platform was able to perform the compressions for 15 minutes without any issues until the platform was intentionally stopped. The reported battery issue could not be duplicated. Per the reporter, the platform (sn unknown) functioned as intended.

Event description:
The autopulse platform (sn unknown) was used to treat a patient in cardiac arrest. After performing compressions for 35 minutes, the first autopulse battery was replaced. The platform was powered off to replace the battery and manual CPR was performed during the battery replacement. The second battery (sn (B)(4)) lasted for a few minutes. The platform displayed the "low battery alarm" and then depleted completely. The user tried to reinsert the battery, but the issue persist. The crew immediately revert to manual CPR. No consequences or impact to the patient. Please see the following related MFR report: MFR #3010617000-2022-00148 for the autopulse li-ion battery.